Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that during a planned follow-up performed on (B)(6) 2017, the subject pacemaker was unexpectedly found in standby mode. Atrial and ventricular leads parameters were within normal range. The parameters were reprogrammed to the original values, and the next follow-up was scheduled 3 months later.